Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant the right ventricular (rv) lead exhibited high thresholds. Diagnostic testing/trouble shooting was performed and the rv lead was reprogrammed to unipolar pace polarity. Approximately one week later, the patient presented to the emergency department (ed) with diaphragmatic stimulation. The rv lead exhibited high thresholds, low r-waves, ventricular under-sensing and dislodgement, which was deemed to be the cause of the diaphragmatic stimulation. Diagnostic testing/trouble shooting was performed, and the rv lead was initially, reprogrammed, then revised and remains in use. No further patient complications have been reported as a result of this event.